Event description:
The info provided to sjm indicated a 6f angio-seal evolution was selected for use retrogradely in the right femoral artery following a percutaneous transluminal angioplasty (pta). After 24 hrs and prior to discharge the pt felt pain in the groin and a hematoma was observed. The pt was re-admitted to treat the hematoma with manual compression and discharged 8 hours later.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specs and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined.